Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have delayed keypad output or no response at all. The cause was identified to be a software issue and a software rebuild during software installation and unit calibration was required to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad output or no output at all. No additional information is available.